Manufacturer narrative:
Bayer service performed a check of the veris monitor and ECG module and found them to be performing to specification. The information provided by the site indicated that non mr safe electrodes (i.e. Skintact ECG electrodes) were used on the patient. The veris operation manual states the following: use only recommended electrodes. The use of other electrodes could result in injury, such as patient burns. Use only conmed invisatrace electrodes or other electrodes specifically recommended by bayer for use with the veris monitor. In addition, the patient's skin was not prepped prior to the placement of the ECG electrodes. The veris operation manual provides instruction on the preparation of the patient's skin prior to placement of ECG electrodes. Additional training was offered to the site and they have accepted. A bayer clinical applications specialist is communicating with the site to arrange a date for this training.

Event description:
The customer reported the following: an (B)(6) year old male patient, weighing (B)(6), underwent an MRI of the pelvic bones, thoracic and lumbar spine while under general anesthesia and connected to a veris vital signs monitor. Post procedure, the patient's skin was found to have red marks at the location of the ECG electrodes. The red marks progressed to blisters once the patient was at home. The patient was examined and medicated with acetaminophen prior to being discharged to home. The patient was later seen by his own general practitioner who prescribed steroid cream. The site of injury is healing, but the patient believes he may be left with a scar.